Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing was coming apart at the seams, indicating a screen bezel or enclosure separation, while blood glucose control reportedly remained unaffected. Symptoms included no adverse clinical effects. Outcomes included a recommendation to stop using the non¿water-tight device, transition to backup therapy, and replace the unit, with instructions provided regarding return, data syncing, and startup on the replacement device. Investigation included customer interview and remote assessment by support, with shipping of a replacement device and case. Investigation of this case revealed a physical integrity issue of the device enclosure consistent with hardware component separation; no functional performance failure affecting glucose control was reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or wear leading to enclosure separation.